Event description:
The reporter stated the tip of an aq cartridge had a bad place on it. Additional info has been requested but non has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) - tip was made wrong, had a bad place on it. Lens work order search. Results: a lens work search was performed and no similar complaints were found within work order. (B) (4).